Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23 degrees and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions as per internal procedure tm-t150. The mix was firm with the powder and liquid components combining together as normal with a wet out time of 15 seconds and a dough time of 53 seconds which are both within the specification limits. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
When mixing the ghv cement, the powder and liquid did not fully adhere to one another.